Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's wrist cables were broken; however, there was no damage to the conductor wire. The blade in the garage had a minor amount of bio debris. Failure analysis investigation also found that the snake wrist was dislodged. Functional testing was not performed due to the damage to the instrument's cable and wrist. It was concluded that the dislodged wrist was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wiring of the endowrist vessel sealer instrument fell apart. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.